Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported deflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly calcified right coronary artery that did not have any tortuosity. Pre-dilatation was performed twice with a 2.0 x 15 mm trek balloon catheter at 14 atmospheres (atm), and 4 times with a 3.0 x 15 mm trek balloon catheter at 12 atm. A 3.5 x 28 mm non-abbott stent was then implanted at 14 atm. Post-dilatation was then performed twice with a 3.5 x 15 mm non-abbott balloon catheter at 18 atm and once at 20 atm. A 3.5 x 20 mm trek balloon catheter was also used to post-dilate the stent twice at 8 atm; however, the balloon only partially deflated. Therefore, the device was removed with the guiding catheter as a single unit. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.